Event description:
According to the reporter: the stapler did not cut after proper stapling was achieved the device was replaced with another one and no further complication was noted.

Manufacturer narrative:
Date of initial report: 8/10/2009.